Event description:
It was reported to nova biomedical that a consumer experienced a trip to the ER based on her blood glucose result of 545 mg/dl. When the consumer arrived at the ER hour and a half later, a blood glucose test was performed on the hospital meter getting a result of 128 mg/dl. No treatment was administered to the consumer and was discharged. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer was using expired test strips which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips in reported in this event will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.